Event description:
It was reported that balloon rupture occurred. The 100%, chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. Following predilatation, a 24 x 2.25 promus premier¿ stent delivery system (sds) was selected and advanced to the lesion. The physician deflated the balloon prior to inflation, it was then noted that blood flew back to the proximal end of the device. It was suspected that the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile; with no signs of overlapping or raised stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There is presence of an excessive volume of blood within the balloon lumen and shaft lumen, however the device was successfully inflated following the conditioning of the device in a heated water bath so as to expand the stent. This would suggest that there was no damage caused to the balloon profile to enable a balloon rupture to occur. The balloon was inflated by restricting the tip orifice with a product mandrel as a leak was evident during initial inflation attempts. The inner shaft polymer extrusion was broken at the bi-component bond. The bi-component break was visually evident and appeared as an excessive separation in the inner during microscopic examination. There was evidence of stretching and damage to the inner wire lumen and the outer extrusion showed signs of compression failure (accordioned). There was also evidence of kinking of the outer shaft wall. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100%, chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. Following predilatation, a 24 x 2.25 promus premier¿ stent delivery system (sds) was selected and advanced to the lesion. The physician deflated the balloon prior to inflation, it was then noted that blood flew back to the proximal end of the device. It was suspected that the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).